Event description:
Customer reported that he called the paramedics and was admitted to intensive care unit due to high blood glucose and dka. The blood glucose reading at the time of hospitalization was 445mg/dl. Customer stated that his stomach was hurting and was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.